Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2024 it was reported by an arthrex employee via (B)(4). That during a case, when the surgeon used the meniscal cinch, ar-4500, when triggered, the implant became stuck in the needle. Additional information requested.

Manufacturer narrative:
Additional information: complaint is confirmed. Visual inspection noted that the 1 implant was deployed and still in the trocar # 1 of the meniscal cinch¿. Functional testing was conducted with trocar # 2, and implant #2 was not deployed. Per dfu-0156-6 g precautions - 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Manufacturer narrative:
Additional information: b.1: updated to adverse event. B.5: event updated. G.3: follow-up information received. H.1: updated to serious injury. H.6: updated.

Event description:
Additional information provided 2/21/2024: procedure being performed was a knee arthroscopy + meniscus suture. The case was completed by performing a meniscectomy instead.